Manufacturer narrative:
The cartridge was not returned, therefore product testing could not be performed. Manufacturing records review: a review of the manufacturing records for the cartridge was performed. During the manufacturing process, inspection of the neck, tube, and tip areas of the cartridge are inspected for cracks. No cracking or stress marks are allowed. The devices were manufactured within specifications. There were no associated deviation or non-conformity reports found in the manufacturing record review that were related to the reported complaint and/or similar issues. The units were released according to specification in compliance with the product intended use as required. The device manufacturing procedures were performed as required. The cartridge met manufacturing specifications prior to release. A search on complaints revealed an additional complaint for the lot. The complaint is related to a reported cartridge crack labeling review: the directions for use, (dfu) instructions were reviewed. The dfu states proper lens delivery and lens preparation, and states to insert the cartridge into the handpiece with the iol diagram and canopy facing up and the cartridge tip bevel down. Further, it states do not use the cartridge if the tip is cracked or split. The dfu adequately provides instructions and precautions for the proper use and handling of the cartridges and intraocular lenses. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the cartridge split while the lens was being inserted into the patient's eye. Reportedly, the customer does not have the cartridge to be returned for evaluation, only the lens. No further information was provided.